Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed as there is a dark-red colored liquid in the flashback chamber. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Only green liquid is used during inspection testing of flashback needles. No red liquid is used in the process or inspection. If the physical sample was returned the foreign matter can be sent for fourier-transform infrared spectroscopy (ftir) testing to find what the foreign matter type is and further investigate its source. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd flashback bd flashback blood collection needle, the device experienced foreign matter within the fluid path component. The following information was provided by the initial reporter. The customer stated: customer opened the new needle and saw blood in the flashback chamber.